Event description:
It was reported that two foley catheter balloons broke during inflation. Both catheters with the same lot number. This was confirmed when gently applying traction to catheter to make sure it stayed in place. Foley catheter came out easily and balloon appeared to be broken. It should stay in bladder with balloon inflated and intact. The patient had to have a 3rd foley catheter inserted. The original intended procedure was foley catheter insertion prior to operating room case. Per follow up via phone on 03oct2024, it was reported that the defective product has been discarded by the hospital, as this event occurred in may. There was no impact to the patient, as another bag was connected to the indwelling catheter, which also had the same problem. Staff decided to just frequently empty the bag since the patient only needed the foley system for a few more hours during recovery from their cesarean section. Once the recovery period ended, the foley was discontinued.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two foley catheter balloons broke during inflation. Both catheters with the same lot number. This was confirmed when gently applying traction to catheter to make sure it stayed in place. Foley catheter came out easily and balloon appeared to be broken. It should stay in bladder with balloon inflated and intact. The patient had to have a 3rd foley catheter inserted. The original intended procedure was foley catheter insertion prior to operating room case. Per follow up via phone on 03oct2024, it was reported that the defective product has been discarded by the hospital, as this event occurred in may. There was no impact to the patient, as another bag was connected to the indwelling catheter, which also had the same problem. Staff decided to just frequently empty the bag since the patient only needed the foley system for a few more hours during recovery from their cesarean section. Once the recovery period ended, the foley was discontinued.